Manufacturer narrative:
The age and weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lactate dehydrogenase level had been slightly elevated from baseline and there was concern for device thrombosis. The patient was treated with heparin. The ldh had returned to baseline. No additional information was provided.

Manufacturer narrative:
Patient remains ongoing on pump support. A direct correlation between the device and the reported elevated lactate dehydrogenase could not be determined through this evaluation. The instructions for use lists hemolysis and thrombus as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The device remains in use. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.